Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited failure to capture and failure to sense. Furthermore, the lead was damaged due to the repeated implant attempts. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, failure to sense and "electrode damage" were not confirmed. A lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.